Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient experienced increased pain after a recent unrelated surgery. It was also reported the patient met with the sjm representative for reprogramming and the patient felt stimulation in the area of the intermittent pain, which occurs when the patient swallows cold water. It was noted the patient's pain area is the left jaw and left neck. The physician determined the patient's pns (off label) system is functioning properly. The patent's medication was also increased to assist with pain control. In addition, a CT scan revealed both leads were close to each other and that may have been contributing to the change in stimulation. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015 , where one of the patient's leads was repositioned in his left jaw/neck area. The patient reported effective stimulation coverage postoperative. The patient also reported he is now able to swallow cold water and had no pain while coughing.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.